Event description:
Ventilated pt taken to CT for a scan, pt was critically ill, coded while in CT, the cardiac monitor went blank for a few seconds. A low battery would not cause the monitor to go down so we are unclear as to the monitor screen "going black." Batteries were replaced in the monitor. The monitor is a data scope monitor, model is "spectrum." Event reappeared after reintroduction: no. Batteries switched out in all cardiac monitors. Monitors are 2 yrs old and under a 3 yr warranty.